Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. Customer's age and weight are unknown. The model # was not provided.

Event description:
The customer from (B)(6) reported that she was feeling dizzy and nauseous. She went to the hospital and obtained a blood glucose reading of 298 mg/dl. Within 5 minutes, she performed a repeat testing on her contour plus meter and obtained a reading of 91 mg/dl. The customer was hospitalized for four days and was diagnosed with hyperglycemia. In the hospital, she took 5mg insulin per day. The difference between the readings falls in "c" zone of the consensus error grid, making the difference clinically significant. The customer did not have any strips left, so the strips are not expected to be returned. Replacement test strips and meter were sent to the customer.